Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 28-jun-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown morphine 30 mg/ml at 2.622 mg/day via an implanted pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported there was no cerebrospinal fluid (csf) backflow intraoperatively. It was noted they were in a replacement case, but the hcp did not get any csf when he aspirated through the catheter access port (cap). The hcp decided to do a back table prime and the rep was calling for assistance on how to do a modified bridge bolus. The previous drug was 30 mg/ml of morphine and they were changing the drug to 20 mg/ml of morphine. The back table prime was in progress. The dose per day was not changing and remained at 2.622 mg/day. The catheter volume is 0.200 ml. Patient symptoms were not reported and the event date was (B)(6) 2019. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the reason for the replacement of the pump was normal end of life. The cause of the no csf flow and inability to aspirate from the cap was not determined. It was noted the patient had an 8731 catheter. The original catheter was detached from the pump, a back table prime was performed, and the new pump was connected back to the original catheter. No change was made to the catheter and no change in therapy was reported. The patient¿s weight at the time of the event was unknown and the catheter remained implanted in the patient. No further complications were reported.